Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge, inspect the o-ring, clean the pneumatic tap area, and reload the cartridge. However, the customer was unable to complete the load process and chose to address the issue independently after disconnecting the call.